Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that there is a small pin sized hole in the bag, the customer noted this was discovered out of the box.